Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The adc device related to this complaint was used for assisting in the monitoring and management of diabetes, and was not being used for treatment or diagnosis. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported that the filament of the abbott diabetes care (adc) device remained in the arm/skin. As a result, the customer experienced pain and reported to the emergency room where a healthcare provider removed the needle from their skin and provided paracetamol for treatment. There was no report of death or permanent impairment associated with this event.